Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the first five days post operative they had significant throbbing in the vagina and rectum. Today was the first day that they were not having the painful sensation. The patient was only waking once a night now to void. They had only had two "accidents" since surgery. The patient will follow up if there were worsening symptoms or concerns. The vaginal and rectum throbbing were still not present at this time. Urgency was 1-2. The patient had only had three accidents in the past week. The discomfort at the site was improving and patient was now able to sleep on their back. The patient will continue to monitor, keep next appointment, and call with any concerns. The patient was given some medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were feeling a shocking sensation through the vagina in the bottom that was sometimes powerful. Patient stated the sensation was not comfortable for them and sometimes it was shooting hard and they couldn't find a proper position to sit or lay and they were tossing and turning at night to get in the right position. Agent offered to review stimulation sensation information and general programming guidance with the patient but they did not have the handheld devices on them. The patient was redirected to their healthcare provider to further address the issue.